Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that at a routine clinic follow up visit, this implantable device could not be interrogated. This patient's physician stated the device must be at replacement status and scheduled device replacement for the following week. The patient discussed device function and preservation of the battery until replacement is performed. The consultant advised the patient to go to the emergency room if he becomes symptomatic. The device remains in service at this time and no adverse patient effects were reported.